Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided. This event is related to MDR 1810909-2020-00251.

Event description:
The customer from (B)(6) reported that she obtained blood glucose readings of 185 mg/dl on the contour plus link 2.4 meter and 301 mg/dl on the contour plus meter at 5:20 p.m. The customer presented a symptom of hyperglycemia i.e. Headache. The customer went to the hospital where she received 8 units of novorapid insulin and recovered well. The customer was advised to return the devices for evaluation. Replacement meter kits were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour plus link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. The affected lot number of the contour plus test strips i.e. Lot # 8glhc31b involved in the event expired on 31-jul-2020. Therefore, in-house contour plus test strips from lot # 0dqhd04b was used for evaluation. The in-house testing was performed using the in-house contour plus link 2.4 meter and in-house test strips. The in-house testing was also performed using the in-house contour plus meter and in-house test strips. All readings were within acceptable range. Section h1 of the first follow-up report 1810909-2020-00250s indicated the type of reportable event as "malfunction". The correct type of reportable event for this event is "serious injury". Section h1 has been used for this report, therefore, section h1 of the first follow-up report cannot be updated.